Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023, the patient experienced inaccurate cgm values 1 day after the sensor was inserted in the abdomen. The patient received a high alert with estimated glucose value (egv) 400 mg/dl from the cgm display device at 10 am. The patient checked the bg at 200 mg/dl. There was no report of whether the patient calibrated the cgm or took any treatment for hyperglycemia. The patient experienced fatigue and confusion and laid down. The patient woke up at 2:30 pm to emergency medical service (ems) who were called by the spouse because of loss of consciousness. There was no mention of egv or bg at that time. Ems treated the patient with unspecified glucose and transported her to the hospital. There, she was treated further with IV glucose and discharged at 8 pm. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient felt dizzy and foggy but improved. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.